Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a blood clot. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. The patient was hospitalized and underwent surgery for the blood clot. The patient remains under medical supervision.